Manufacturer narrative:
(B)(4). Conclusion : to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. During the procedure, needle bends and suture pulls off from the needle. There were no adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # (B)(4). Batch # (B)(4). Exp. Date 09/30/2020; MFR. Date: 10/16/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. We received unopened sterile samples. Needles of each double armed product were used in order to perform needle analysis: visual inspection and needle diameter test met the specified quality requirements. Further needle-sutures of the double armed product were used for needle pull analysis: visual inspection and needle pull test results met the specified quality requirements.